Manufacturer narrative:
The su8 model in this case report is a phased out product which has been manufactured in 1994 and must have been implanted since decades. This su8 is a model with plastic connector. The nature of the design with a plastic connector makes it less solid than the metal connector that is now widely used in the new generations of valves. The su8 design was modified and the connector was changed into stainless steel since 1997. The su8 with plastic connectors should be very few that remains implanted in the patient.

Event description:
During a follow-up visit, the surgeon found the patient has shown syndromes of hydrocephalus. During the revision surgery, the doctor found that the distal catheter is disconnected from the valve as the outlet connector was broken.